Event description:
Middle-aged female patient with history of possible sleep apnea and several months of worsening headaches and right-sided clear rhinorrhea, confirmed beta-2 transferrin positive. CT imaging demonstrated right-sided plantar/sphenoid defect. Symptoms consistent with symptomatic csf (cerebrospinal fluid) leak. Admitted for planned csf leak repair via endoscopic endonasal approach (¿eea¿). During the patient¿s surgery, the surgeons noted a thermal injury to the patient¿s right nare that occurred after approx. 1-2 minutes of drilling. The or team suspected overheating of the drill shaft/attachment and replaced drill equipment. The equipment was sequestered and will undergo evaluation by the manufacturer. The burn injury is characterized as minor and is being managed with topical mupirocin application bid (two times a day).